Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed the motor test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm during basal. Customer reported that this occurred twice in one day. Customer stated that he replaced the reservoir and the insulin pump was working fine. Customer's current blood glucose reading is 46 mg/dl and has treated with a glucose drink and a banana. No further information reported.